Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The customer reported ?syringe plunger not in place error" was evidenced in the event history log (ehl). This error was also reproduced during testing. The error occurred because the q1 had broken off from the plunger board. The plunger board had broken off from the glue. The product problem was attributed to a design issue. This was established as the root cause.

Event description:
It was reported that the medfusion pump exhibited a syringe plunger not in place error." No patient injury or complications were reported in relation to this event.